Manufacturer narrative:
The device was received depuy synthes power tools. The device was evaluated and the reported condition of "drive shaft broken" could not be confirmed. During service the device condition was noted in the pre-repair assessment notes. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was tagged for repair for unknown reasons. During servicing, it was discovered that the drive shaft of the device was broken. It is unknown if the device was being used in surgery. It is unknown if there was patient involvement. It is unknown if surgical delay or medical intervention occurred. There is no additional provided.